Event description:
A total reports of malfunctions associated with unknown cidex. The events concern inadvertent contact with the products.

Manufacturer narrative:
The reported events were identified from a retrospective review of complaints files from 2006 to 2008. There are files identified by complaint products issue numbers (pi#) included in this report. This report covers all malfunctions for cidex (unk).